Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been 2 incidents reported for failure to advance for this lot. However, as mentioned above, the inability to cross a lesion is often related to circumstances of the procedure or characteristics of the lesion and is not generally a reflection of a quality deficiency with the product. Thus, in review of all incidents, there does not appear to be any indication of a lot specific product quality deficiency. Based on the information provided, the reported inability to advance appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that a perforation occurred during the use of a non-abbott device. The graftmaster could not cross the calcium to treat the perforation. The perforation was treated using another stent [non-specified]. No adverse patient effects were reported. No additional information was provided.